Event description:
It was reported the programmer shut down. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the programmer was not shutting down but rather it was booting up with a system error. It was noted that multiple errors had occurred in the past. The stylus pen is missing.